Event description:
The user was experiencing an issue with high control results for ammonia. The user ran two levels of control material on two different lot numbers of ammonia reagent and obtained differing results for the abnormal level of control. With reagent lot number 605147, a result of 459 ug per dl was obtained compared to a result of 412 ug per dl with reagent lot number 608564. The acceptable range for the control is 335 to 503 ug per dl. The user was running a patient sample at the time of the incident, but no results could be provided. The user stated no erroneous results have been generated on patient samples. If additional information is received, appropriate notification will be provided.